Event description:
Positioning difficulties were reported at time of implant. After several attempts to turn lead, it would not disengage from tissue; thresholds rose. The doctor extended the catheter back to the muscle, but the screw would not disengage, despite 'quite a bit' of tension on the lead. Questioned if helix was stretching. The lead was removed and replaced two weeks post implant. No patient complications have been reported as a result of this event.